Event description:
The pt was bilaterally implanted with siltex low bleed gel-filled mammary prosthesis on 1991. Subsequently, the pt experienced ruptures of both devices, bilaterally silicone granulomas and capsular contracture in the left breast.